Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a new left ventricular lead on (B)(6) 2016, the patient experienced phrenic nerve stimulation overnight. The physician attempted to reprogram the device however it did not resolve the issue. Lead dislodgement was suspected, a lead revision was performed on (B)(6) 2016 successfully and the patient was discharged home on (B)(6) 2016.